Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet issued an occlusion alert that cleared after delivery was resumed, with the user noting no visible issues with the cartridge, connector, or infusion set, and blood glucose was elevated around 200 mg/dl. Symptoms included no clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, while the medical device problem was characterized as obstruction of flow with insufficient information on a specific device component failure. It was concluded, based on previously established findings for similar reports, that the cause was not established.